Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (1mg per ml at 0.4mg per day) via an implantable pump for chronic pain. It was reported that the patient presented to clinic today with a pump that had run dry. It was noted at the previous personal therapy manager (ptm) set up, a new refill, it was not communicated to him. Subsequently, normal saline was instilled into the pump and set at minimum rate until a proper refill could be performed. There were no environmental, external, patient factors that may have led or contributed to the issue. They interrogated the pump to confirm cause of alarm and it was noted that low reservoir and empty reservoir were alarms were active. The pump filled with normal saline and started at minimum rate mode. The issue was resolved and the patient's status was "alive- no injury".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.